Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated there is a black line on the meter display. No adverse event reported. Product was requested to be returned for evaluation.